Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's mother replaced the battery in the insulin pump and a low battery alert occurred shortly after. The battery was changed but the pump would not come on for a bit. Customer's blood glucose was about 10 mmol/l at the time of the incident. Customer's mother does not feel comfortable with the pump and wants it replaced.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies were noted. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Unit received with faded and stained serial number label. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.